Event description:
It was reported that zimmer electric dermatome was running slow and the electrical plug in was loose. Add'l clinical f/u with the customer indicated that there was no pt injury or impact to the surgical procedure. Hospital staff stated that the reported device is the only zimmer dermatome that the hospital owns, so it is likely that they finished the case with the same device.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 04/01/2009 and was last repaired on (B)(6) 2012 for a damaged cord. Eval of the device observed that the device did not operate; however, the electrical plug was not loose. Customer did not return a power supply for eval. Nicks to the 3" width plate and along the leading edge of the control bar and head of the device were also observed. Prior to repair, the device was outside calibration spec on the left side at the zero, 0.010" and 0.020" thickness settings. The device was also out of spec at the side to side calibration at the zero setting. Exterior corrosion of the motor was observed, and it is likely that the interior of the motor was corroded as well, which could have contributed to the customer's event. The cause of the corrosion was likely due to the entry of moisture within the handpiece. Improper handling related to cleaning or sterilization of the unit most likely allowed moisture to enter the handpiece. In addition, improper handling likely caused the damage to the head, control bar, 3" and 4" width plates. The device was serviced and returned to the customer.